Event description:
A malfunction occurred with a pump, reported with malfunction code 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support in resetting the pump, after which no further issues were reported. Technical support advised the customer to continue using the pump and to contact them if any issues recur.